Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The target lesion was located in the left anterior descending (lad). The physician successfully implanted a taxus express2 8.8% 3.0 x 12 mm drug eluting stent. He experienced difficulty withdrawing the delivery system on the guide wire and pulled the entire system out. The physician successfully implanted an unknown size and MFR stent in the rca and also had difficulty moving the system on the wire.